Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account later communicated that the arrhythmia existed prior to the ventricular assist device (vad) and the ICD was implanted prior to the vad. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2021, when the patient expired. The pump was returned under manufacturer report number 2916596-2021-02535. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists cardiac arrhythmia and peripheral thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia and thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08jul2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was transported to a local emergency department after having received multiple implantable cardioverter-defibrillator (ICD) shocks and palpitations while at home watching television. The patient reported no unusual symptoms other than weight gain of approximately 4-5 pounds over the previous week and was also found to be mildly hypokalemic at that time, which was supplemented. The patient was transferred to another hospital, at which time the patient¿s lvad (left ventricular assist device) was interrogated and demonstrated ventricular tachycardia with failed shocks. A transesophageal echocardiogram (tee) was performed on (B)(6) 2021, which demonstrated a left atrial thrombus (patient was subtherapeutic on admission). Due to this thrombus, lead revision and ablation were postponed until patient's international normalized ration (inr) had reached a therapeutic range (2-3) for 8 weeks and there was no longer evidence of an atrial thrombus. The patient¿s home medications were optimized, and patient was discharged on (B)(6) 2021. No additional information provided.